Manufacturer narrative:
Evaluation results: related to operational context (based on device evaluation it appears that some force was used to pull catheter resulting in separation). Patient's condition affected effectiveness of device (patient anatomy and vessel tortuosity as a contributing factor in the guide catheter breaking). Evaluation conclusions: user error contributed to event (based on device evaluation it appears that some force was used to pull catheter resulting in separation). Operational context contributed to event (patient anatomy and vessel tortuosity as a contributing factor in the guide catheter breaking). (B)(4).

Event description:
The physician was using a zuma guide catheter in the descending thoracic aorta which exhibited moderate tortuosity and an unknown degree of calcification and stenosis. The device was removed from the packaging as per IFU and on inspection before use no issues were noted. It was reported that the zuma catheter was ¿disrupted¿ in descending aorta. A snare was used to remove the entire catheter along with the wire from the patient. No further clinical sequelae were reported. Device evaluation: received for evaluation was one delaminated 6f zuma guide catheter. The catheter was received engaged to a competitor 0.035 guidewire. The guide catheter was severely crushed 13cm from the distal tip. The catheter also exhibited severe delamination of the outer jacket in various sections of the shaft. Sections of the catheter exhibited exposed braid wire with the outer jacket wrinkled. The proximal end of the catheter exhibited the braid without the hub, the hub was not returned. 51cm of the distal outer jacket to the tip was intact with the tip also intact. The guide wire was out of the lumen of the catheter 91.5cm out of the proximal end, also the same guidewire was 21.5cm exiting at the tip severely unraveled, broken and missing the distal tip of the wire.